Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A non-maquet guide wire was also returned. The sheath was not returned for evaluation. No blood was observed inside the iab catheter. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. The reported problem of leak resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
It was reported that the customer was unable to insert three intra-aortic balloons (iab). They stated that the iabs were properly prepped, but the doctor could not get the first iab through the provided sheath. They claimed that the sheath was too tight. They switched to a 9fr. Sheath to insert the second and third iabs and still had difficulty. A fourth iab was able to be inserted switching to a longer 9f sheath. The three iabs had perforation from insertion which caused blood back. There was no patient harm or adverse event reported. This report is for the third iab involved in this event. Separate reports have been submitted for the first iab under 2248146-2024-00021 and for the second iab under mfg report number 2248146-2024-00022.

Manufacturer narrative:
Gfe response received 09jan2024- occupation: perfusion. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Complete reporter name: (B)(6) the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the customer was unable to insert three intra-aortic balloons (iab). They stated that the iabs were properly prepped, but the doctor could not get the iabs through the sheath. They claimed that the sheath was too tight. They switched to a larger sheath and still had issues. A fourth iab was able to be inserted. The three iabs had perforation from insertion which caused blood back. There was no patient harm or adverse event reported. This report is for the third iab involved in this event. A separate report has been submitted for the first iab under 2248146-2024-00021 and for the second iab under mfg report number 2248146-2024-00022.